Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on site. It was found the batteries measured low causing the system to shut down. Motion batteries were replaced on (B)(6) 2014 and the system's 2d/3d functionality was tested, passed and was placed back into service. It was suggest to customer to keep system plugged in overnight before use. Parts were not returned to manufacturer so no evaluation could be performed. No other issue were reported. This event was identified during a retrospective review as discussed with the (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
Site representative requested a system checkout as imaging system batteries were not holding a charge. There was no patient present when this issue was identified.